Manufacturer narrative:
Six samples have been received with open blister of 30ll lot 1608224p. On visual inspection of these six samples, two small particles can be observed inside one of the syringes. No foreign matter can be observed in any of the other five syringes. These particles are extracted and on inspection at 10x it can be observed they are transparent but it is not polypropylene. It cannot be determined the composition of this foreign matter. Of lot 1608224p has been reviewed finding an annotation regarding the alleged defect. During assembly process particles and dirt was detected inside the barrels and quality notification was opened. These particles were generated due to friction of pieces in transport tubes. Manufactured process was stopped and entire manufacturing line was cleaned. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Investigation conclusion: based upon the investigation of the quality team, the root cause of this incident is related to the manufacturing process.

Manufacturer narrative:
Date of event unknown. Initial reporter's phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd plastipak¿ luer-lock syringe was found with foreign matter as ¿particles were found in infusion bags after transferring drug into the infusion bags.¿ there was no report of injury or medical intervention reported.